Event description:
It was reported that the event occurred in the cath lab. The intra-aortic balloon (iab) was prepped per instruction. The perfusionist found it was impossible to zero the fiberoptix sensor (fos), nevertheless they stated that the iab would be used with the standard external transducer. The md inserted the super arrow-flex (saf) sheath into the patient's right femoral artery. While inserting the iab through the saf sheath the iab became stuck before exiting the saf sheath. As a result, the md removed the iab and saf sheath keeping the spring wire guide (swg) in place. Another iab was prepped and the md used the teflon sheath. At this time the iab was inserted successfully. There was no reported patient death or injury. Medical/surgical intervention was not required. There was a reported 15 minute delay in therapy. The patient outcome is listed as "fine."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.